Event description:
It was reported that the right ventricular (rv) lead had a loss of capture and under-sensing the day after implant. The rv lead was dislodged and the patient had a hematoma. The hematoma was evacuated the lead was re-positioned. The rv lead remains in use. No further patient complications have been reported as a result of this event.